Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high pace impedance measurements and loss of capture (loc). The lead was reprogrammed. There were no adverse patient effects reported. The system remains in service.